Event description:
Customer reported the extension set ruptured during a power injection at 300psi, 2ml/second. Reported the tubing in the middle of the extension set split. There was no pt or user harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). The device has been received but the evaluation has not yet begun. A follow up report will be submitted with failure investigation results once the evaluation is completed.